Event description:
Following an atrial fibrillation ablation in the "ep" cath lab, a transseptal procedure was performed utilizing a double stick with a transseptal introducer and a hemostasis introducer to cross the interatrial septum. As the ablation catheters were pulled back on both of the sheaths, air entered into the system. Subsequently, the pt suffered a stroke. The pt had a pre-existing condition of paroxysmal atrial fibrillation. St. Jude medical, daig division, has requested add' l info from the hosp.